Event description:
A customer contacted global technical service (gts) reporting the home patient (hp) was setting up therapy for the first time on the homechoice (hc) and the hp was not able to connect the drain line to the drain bag. The hp asked the technical service representative (tsr) to stay on the line with her. The tsr stayed on the line and assisted the hp with set up, but the hp could not figure out how to connect the drain line to the drain bag. The tsr explained what to do, but the hp stated it would not connect. The tsr advised the hp to show them again how to setup for therapy. The hp stated they will contact the registered nurse (rn). There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint was for a report of a connection issue. The patient could not connect the drain bag to the drain line of the disposable set on their first therapy set up. This event was not confirmed. The cause was not identified because the sample was not returned for evaluation, the lot number was not provided, and the home patient did not clearly report any type of use error that might have led to the issue.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional relevant information becomes available, then a follow up MDR will be submitted.